Event description:
It was reported that during a hand assisted vl right hemicolectomy procedure, soon after the surgeon inserted his hand and closed it, the seal cap got damaged and a total loss of pneumoperitoneum occurred. The procedure was carried out by using a new device. No adverse patient consequences.

Manufacturer narrative:
Date sent: 4/24/08. Info anticipated, but unavailable at this time.